Manufacturer narrative:
The insulin pump motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the excessive no delivery alarm test due to motor error alarm anomaly. The pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was 15.4 mmol/l. The customer performed troubleshooting was not able to resolve the no delivery alarm. The device will be returned for analysis.